Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #(B)(6) the disposable set is not available for investigation, because the customer discarded it. This report is being filed due to a device malfunction, that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate it is possible that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Root cause: the signals in the run data file indicate it is possible that the plasma line may have been partially occluded near the end of the procedure. Orientation of the hex in the hex holder may contribute to the plasma line occlusion. Corrective/preventive action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.